Manufacturer narrative:
MFR ref number: (B)(4). Baxter received and evaluated the device in question. The eval was unable to confirm or reproduce the reported keypad output anomalies. Each key was tested and found to function correctly without any anomaly. The keypad was delaminated and examined under a microscope and no failures were evident on the keypad. The keypad was replaced due to the extent of the investigation.

Event description:
It was reported that a device displayed a #8 when the #5 key was pressed and displayed a #9 when the #6 key was pressed. It was also reported that there was no pt incident.